Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician had trouble advancing the right ventricular lead with two different stylets. The lead was discarded. The patient was stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not explanted but was implanted. The issue of insertion failure was attributed on the stylets used in the procedure, and not on the lead. (B)(4).